Manufacturer narrative:
As received, a partial lead was returned in two pieces. Analysis found, an internal insulation abrasion found at 7.5 ¿ 11.0 cm from the distal tip breaching the rv and re cable lumens. Two internal insulation abrasions were also found at 5.1 ¿ 5.2 cm from the distal tip breaching the re cable lumen and at 6.2 ¿ 6.4 cm from the distal tip breaching the rv cable lumen. An internal insulation abrasion was also found under at the superior vena cava shock coil breaching the inner coil lumen and right ventricular cable lumen with abraded etfe cable coating. External insulation abrasions were also found at 40.2 ¿ 40.5 cm from the distal tip breaching the rv cable lumen and at 40.5 ¿ 40.8 cm from the distal tip breaching the svc cable lumen consistent with friction to the device can. The cause of the reported event of insulation abrasion was due to the internal insulation abrasion between the shock coil and underneath the right ventricular and superior vena cava shock coils, and also external insulation abrasion consistent with friction to the device can.

Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited noise. Chest x-rays confirmed that the lead had an insulation break. No intervention was performed. The patient was in stable condition.